Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator experienced inoperable condition. The issue occured during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The gas delivery engine and user interface module was replaced and the serial number was changed to match the device's serial number. Ran operational verification procedure and found peep (positive end-expiratory pressure) low. Calibration exhalation valve and it resolved issue. We continued with ovp, unit passed all test and runs according to OEM specifications.